Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.

Manufacturer narrative:
The device was tested on the bench as well as using automated testing equipment, and no anomalies were found.